Manufacturer narrative:
Visual investigation: we received the femur component with only smallest cement adhesion. Furthermore the surface of the femoral component is noticeable changed. The gliding surface of the meniscal component shows visible scratches and imprints. The surface intended for the bone cement shows no conspicuous damage or abnormality. There are only smallest bone cement residues on the femoral component in the actual situation. On the opposite side, the femoral component shows conspicuous surface changes. Regarding this surface change in terms of root cause and effect, a separate investigation is required. The gliding surface of the meniscal component shows visible scratches and imprints which probably resulting from third body wear (bone chips and/or bone cement residues). Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nn073z - as columbus cr/ps tib.plat.cemented t2. According to the complaint description, the surface of the femoral implant is noticeably changed. Furthermore, scratch marks are visible on the inlay. On the femoral and tibial implant no connection between implant and cement was visible. Due to the pe abrasion, particularly large femoral osteolyses have developed. The patient could be well treated with enduro as. A revision surgery was necessary. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00917 ((B)(4) +nn014z). Concomitant medical products: nn220 - columbus cr dd glid.surface t2/2+ 10mm -batch: 52088783, nn261z -as tibial obturator d12mm - batch: 52084341.